Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that a patient received a preoperative embolization procedure for a hypervascular tumor within the left posterior fossa region. The angiography showed tumor enhancement within the left occipital artery as the feeding vessel. A microcatheter was inserted into the distal, left occipital artery and the embolization was then performed. Postoperatively, the patient experienced numbness of the lips and hands. A magnetic resonance imaging [MRI] study revealed acute brain infarcts located within the cerebellum bilaterally and within the left thalamus. Migration of embolization material via the occipital-vertebral artery anastomosis was considered the cause.